Event description:
It was reported that during routine remote monitor transmission review, it was observed that a lead warning had triggered due to right ventricular low impedance. The lead remains in use. The patient is being set up for remote monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).